Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue and replaced the helium regulator assembly to correct the issue. During the evaluation, the stm observed that the helium tank knob had a broken chain and replaced the helium tank knob. The stm then performed preventative maintenance (pm) on the unit and observed that the battery failed the battery runtime test. The stm replaced the batteries to correct the issue. Continuing with the pm, the stm replaced the keypad main overlay due to some unreadable positions, then observed the non-standard power cable was not passing the electrical safety test and replaced the power cable. The stm replaced the screw concealment label then completed pm service an noted that the doppler for the iabp unit was missing but did not replace the part. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a helium leak and it was noted that 3 helium tanks were used on a single patient. The customer has noted that the o-ring is present and in good condition. A getinge therapy specialist advised the customer to exchange the iabp unit with another unit. There was no patient harm and no adverse event was reported.